Event description:
It was reported that a right bundle branch block occurred. Prior to the procedure, the patient developed right bundle branch block. The patient presented for a transcatheter aortic valve replacement (tavr) procedure. Balloon aortic valvuloplasty was performed and a 25mm lotus edge valve was implanted. A permanent pacemaker was implanted following the tavr procedure.

Event description:
It was reported that a right bundle branch block occurred. Prior to the procedure, the patient developed right bundle branch block. The patient presented for a transcatheter aortic valve replacement (tavr) procedure. Balloon aortic valvuloplasty was performed and a 25mm lotus edge valve was implanted. A permanent pacemaker was implanted following the tavr procedure. It was further reported that in september 2019, blood loss occurred.

Manufacturer narrative:
B5 describe event or problem - updated f10 patient codes - updated.